Event description:
This case was linked to lssmv case number (B)(4), referring to the same reporter. This spontaneous report was received from a us nurse and concerns a female patient. She was injected with radiesse. Three weeks after the radiesse injection, the patient developed sepsis. As reported, the patient also developed nodules. The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event sepsis (sepsis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.